Event description:
Customer called to report a diluent leak from the coulter lh750 hematology analyzer. The customer technical specialist (cts) scheduled a service visit. The leak occurred because the white blood cell (wbc) bath was not seated properly. Customer had reseated the bath and cleaned the spill when the field service engineer (fse) arrived. The fse performed an instrument startup, and tested quality control recovery to confirm that the results were within acceptable ranges. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no one was harmed by or exposed to the leak, and that patient samples and results were not affected.

Manufacturer narrative:
The root cause is attributed to the wbc bath not being properly seated by customer. The (B)(4) report submitted in addition to this medical device report was filed as hc report (B)(4). (B)(4). (B)(6).